Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a truetome hydra 44 was used in the papilla of vater during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, when the physician started to perform sphincterotomy, the cutting wire broke. Reportedly, no part of the device was detached and fell into the patient. Additionally, the device was energized prior to bowing and in contact with the tissue. Also, the exposed cutting wire had fully exited the endoscope when the device was energized. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.